Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the filament of the adc device remained in customer's skin and caused pain. The customer had contact with a health-care professional who was not able to view the sensor filament in the x-ray. The customer also experienced a loss of consciousness and seizure as a result of not being able to obtain glucose readings. No further information was provided. There was no report of death or permanent impairment associated with this event.